Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. Physioneal therapy was ongoing. Hospitalization was reported to be ongoing but it was reported that the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.